Event description:
It was reported that during a ptca procedure, difficulty was encountered crossing the lesion. While attempting to remove the wire it appears that the tip fractured and remains in the pt. Pt status is listed as "stable".